Manufacturer narrative:
(B)(4). The meter was evaluated with no defect found. Returned test strips produced lo readings. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. Qc investigation evaluation completed 12/30/2016.

Event description:
The customer complains of an e-5 error message. Customer states she feels fine. The customer states she is receiving the e-5 error message after the blood is applied. Customer was informed that the e-5 error is a test strip error. The customer confirms she does not have high glucose. The customer verified using the recommended testing technique and confirms her hands were clean and dry upon testing. The customer does not have another vial of strips available to test blood. The customer confirms the strips are within the open vial date. The customer did not double dip the strip into the blood sample or remove the strip prematurely. The customer confirms she diid not block the fill chamber.the customer confirms here was no adverse event related to this issue.